Manufacturer narrative:
(B)(4): follow up emdr for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot 0001353183 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
All bottles did not work. No patient impact. 15jul2020: per phone call with end user there was no vacuum in the bottles after pressing the plunger down. She had to go to the hospital twice during this timeframe to complete the drain. Lung drain. 23jul2020: per phone call with end user who is a nurse by trade while at the hospital an ultrasound and chest xray was performed. Results came back saying "everything was fine". She clarified that the plunger was not loose or disconnected but it popped back up after pressed down due to the lack of suction but remained connected. She verified that loose was not the correct word to use but she noted that it was odd that it did that. She said that her home health nurse was the one who suggested to go to hospital.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
All bottles did not work. No patient impact. 15jul2020: per phone call with end user there was no vacuum in the bottles after pressing the plunger down. She had to go to the hospital twice during this timeframe to complete the drain. Lung drain. 23jul2020: per phone call with end user who is a nurse by trade while at the hospital an ultrasound and chest xray was performed. Results came back saying "everything was fine". She clarified that the plunger was not loose or disconnected but it popped back up after pressed down due to the lack of suction but remained connected. She verified that loose was not the correct word to use but she noted that it was odd that it did that. She said that her home health nurse was the one who suggested to go to hospital.